Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer states she put the swab in the reagent first, then in both nostrils. Customer states she initially felt a burning sensation, and did a nasal cleanse prior to contacting the manufacturer. The customer was advised to contact poison control and was directed to the contact information in the user instructions. Customer then stated she "had to go" and disconnected from the call.